Manufacturer narrative:
(B)(4). Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to osteoarthritis. The surgeon reported hypoplastic lateral femoral condyle. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 3. On (B)(6) 2018, the patient underwent a right knee revision due to instability. The surgeon reported upon entering the knee, a very thick rind of tissue surrounding the capsule which was excised. He noted a thick dense scarring about the margins of the knee that was debrided. He noted a well-fixed and maintained patella, it was not revised. The surgeon reported the femoral and tibial components were removed and some time was taken in removing retained cement. The patient was implanted with a competitor system and depuy bone cement x 3. There were no complications to the procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2018 (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on (date). 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 28 feb 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.